Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10396. It was reported the pt was experiencing heating at the ipg pocket site. Follow up info revealed the pt feels the heating while charging the ipg; however, the last time the pt charged the ipg while stimulation was turned off and did not feel the heating sensation. The pt was provided with the manufacturer's recommendations to avoid heating with charging. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Correction numbers: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.